Event description:
The plaintiff's attorney alleged that the patient experienced respiratory arrest and sudden death, all of which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of any additional info.